Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken on posterior side assessed as fold flaw opening and missing piece of shell assessed as inconclusive. As per the investigation procedure, non-penetrating nicks and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side rupture. Healthcare professional later confirmed rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Healthcare professional later confirmed rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15aug2024.

Event description:
Patient reported a left side rupture. Healthcare professional later confirmed rupture. Device has been explanted.